Event description:
User reported incorrect blood gas sample results to a physician because he had manually altered the analyzed time to a previous sample's analyzed time in the system. The pt was withheld treatment based on previous sample results rather than the most current sample results and his ph level dropped to a dangerous level of 7.175. The pt got a severe respiratory acidosis with hypoxemia. The pt was administer treatment the following day after another blood gas was drawn showing the dangerous level.